Event description:
New information received notes that the reported events of high capture threshold and high pacing lead impedance were discovered in clinic a few days prior to the day of the procedure. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to an unknown procedure, high capture threshold and high pacing lead impedance were observed on the right ventricular lead. Patient is dependent. The rv lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.